Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the catheter was inserted without difficulty and the contrast agents were administered. During removal, the catheter broke in two, resulting in a piece of the catheter remaining in the ureter. Foreign body forceps were used to remove the piece of catheter stuck in the ureter. The piece was successfully removed.

Event description:
According to the available information the catheter was inserted without difficulty and the contrast agents were administered. During removal, the catheter broke in two, resulting in a piece of the catheter remaining in the ureter. Foreign body forceps were used to remove the piece of catheter stuck in the ureter. The piece was successfully removed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. A documentary investigation was performed and revealed no anomaly registered during production. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. No sample was received, if the sample is received, the complaint will be reopened for analysis. A similar case study was performed based on ureteric product, damaged / broken during use over last four year: 3 three similar cases were found a rmf evaluation was performed based on criq 208 - risk identified 11606 (hazardous situation: catheter cannot be removed entirely) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. The harms, severity and occurrence are within anticipated levels per the risk documentation. It is concluded that the risks identified are still acceptable and considered as safe.